Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image and red x on the screen, there was water on the pump inside the battery compartment. Customer just noticed a crack on the pump but it was not dropped. No harm requiring medical intervention was reported. The customer was declined troubleshooting. The insulin pump was exposed to moisture. Fluid in battery compartment. The device will be returned for analysis.